Event description:
Medronic heartware heart pump. Hi.. This product was approved by the FDA years ago, but has since been recalled do to a myriad of reason. My heartware was installed (B)(6) 2019. My 1st notification from medronic was received august 2021 regarding driveline repair. I reached out to medtronic and never heard back from them. I suffered a major stroke (B)(6) 2020 which I was told was a possible cause of the faulty pump. In 2021 I was notified that a clot could form in the product. That happened as well in 2021. Which resulted in a hematoma in my neck and a tracheostomy. In 2022 I was sent new batteries due to bad connectors. And just this week I was provided more new batteries due to a software problem. I just find it strange that I experienced all the problems, but my specific device was not listed in the lot number. Is this something that can be investigated. Attorney told me the company is too big to fight and don't want the challenge. I saw where a rep from another state set up a hearing. But no hearing was ever conducted. And because I wasn't a constituent there, I could not get through. I have documentation and my wife is much more astute than I, so she could add more information if needed.